Event description:
Per dealer the unit was just repaired thru isp because red light stayed on. Unit returned only beeping when plugged in but not actually starting. Additional non-reportable complaint for this device; dealer alleges a caster broken off out of box.